Event description:
It was reported that after a da vinci si partial lobectomy procedure, while the patient was in recovery, the patient's blood pressure dropped. The drop in blood pressure was due to significant bleeding. The patient underwent emergency open surgery and the clip attached to the pulmonary artery was found to have come off. The bleeding was able to be controlled and the patient received an unknown amount of blood. The patient was reported as recovering from the event with no additional injuries reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This investigation is currently ongoing. Isi has made several attempts to gain additional information concerning the reported event, however, no additional information has been provided. If additional information is received a follow-up MDR will be sent to the FDA.